Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo, korea device. There was no harm or injury reported. The device was not in patient use. The trilogy evo, korea device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_mach_flow_drift_high error indicating that the amount of fluctuation in the flow sensor deviated from the standard was recorded in the device's event log. The device's machine flow sensor was replaced to address the issue. Additionally, the device's blower assembly and the system board were replaced to address an evt_mcl_foc_shutdown event and evt_drift_debug event. The device passed final test on trilogy evo test station.